Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called due to their 8100 not passing patient side occlusion test (sn: (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: pm testing. Case resolution: - requested to remote into customers computer after asking them if they were familiar with the analog sensors test. They were not. - after performing the analog sensors test with a set loaded, the top pressure sensor voltage was 3.8 and the bottom was 2.8. Both are out of tolerance. - recommend replacing both pressures sensors. - customer will do as recommended and call back if any other issue. - provided case number. Ended call. -customer called back stating the unit now passes after replacing the pressure sensors. Ended call